Event description:
Latitude alert: (B)(6) 2022-estimate is inaccurate due to voltage alert (code 1003). Voltage was too low for projected remaining capacity. Per bsc, technical services to review the data provided for device d142/518320. The device is exhibiting premature depletion. The device should be replaced and returned to (B)(6) for detailed analysis. Therapy delivery is currently unaffected. The device should be replaced within 14 days. This device should be replaced soon to ensure continuity of therapy. FDA safety report ID# (B)(4).